Manufacturer narrative:
(B)(4). D10: bioloxâ® delta, ceramic femoral head, #item 00877504002, #lot 3165592. Therapy date: (B)(6) 2025. G2: foreign report source: china. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately one year post-implantation due to a strange noise inside his body. The liner was found to be broken, but the femoral head was intact. Both liner and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b4, b5, d2, d9, d10, g1, g3, g6, h1, h2, h3, h6. D10: trilogy it cluster, #item 00875305801, #lot 65552512. Taper stand offset, #item 00771100910, #lot 65964434. Trilogy bone scr, #item 00625006525, #lot 66134202. Trilogy bone scr, #item 00625006530, #lot 65959899. The reported ceramic femoral head was returned with five fragments of the ceramic insert to the product surveillance team for examination. The ceramic insert cannot be completely reconstructed from the delivered fragments. There is a considerable amount of fragments missing which could potentially yield further information if they were available. Metal transfer can be found predominantly throughout the surface of the ceramic femoral head and less noticeably on the insert fragments. This kind of transfer is likely caused by chafing between metal parts and the ceramic components either after the fracture or during the surgical procedure. Additional signs of wear in the form of pitting/erosion can be identified on the articulating surface of the femoral head. In case of symmetrical taper fit between the ceramic insert and the metal cup, metal transfer patterns are expected over the whole circumferance of the outer rim of the insert. Such regular metal transfer is an indication of the correct placement of the insert in the metal cup and occurs at the time of insert. This metal transfer pattern cannot be found on the fragments of the ceramic insert. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The discharge summary related to the primary procedure was provided and reviewed by a healthcare professional with the following findings: the initial procedure was performed without complications; the post-operative x-ray confirmed good prosthesis position and placement; the patient recovered well after the operation, demonstrated free movement, and was able to ambulate independently with the assistance of a walker; the patient was subsequently discharged to home. Two radiographic images were provided and reviewed by a radiologist with the following findings: preoperative ap pelvis radiograph shows bilateral total hip arthroplasties with noncemented components. The right side is the side under review and appears to show an intact ceramic-on-ceramic bearing surface. The acetabular cup inclination is within "acceptable" range at approximately 34 degrees, but is relatively decreased when compared with the contralateral side (37 degrees)-also noting the pelvic alignment can affect this angle measurement. The prerevision radiograph demonstrates fracture of the femoral head and/or liner with radiopaque debris in the joint and projecting over the mid femoral stem. Based on the available information, the reported event can be confirmed the returned ceramic insert was found to be fractured into multiple fragments, with a significant number of fragments not being received. The absence of the expected metal transfer patterns along the circumference of the received outer rim fragments suggests that the insert may not have been correctly seated in the cup. However, it cannot be determined to what extent this may have lead or contributed to the reported event. Based on the available information and the investigation findings, a definitive root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.